Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. Functional testing and a review of the alarm log revealed that the device had presented an f-74 alarm. The cause of the condition was determined to be an inoperative/defective cpu board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-74 (motor slipped even though at maximum current to motor) alarm. The process step was before use. There was no patient involvement. No additional information is available.